Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015, 12:16pm. The patient reported that she obtained alleged inaccurate erratic blood glucose results on the subject meter performed less than 20 minutes apart. However the patient was unable to provide the results. The patient manages her diabetes with oral medications, diet and /or exercise and denied making any change to her usual diabetes management routine as a result of the alleged inaccuracy. The patient claimed that ¿30 minutes¿ after the alleged product issue began she developed the symptom of ¿extreme thirst¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the patient carried out the correct testing steps and the sample was taken from an approved sample site. However the cca noted that the test strips had expired on 01/2015. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.